Manufacturer narrative:
The device will not be returned for evaluation as it remains implanted in the patient. If additional information pertinent to the event is obtained, a follow-up report will be submitted.

Event description:
The initial procedure was performed on (B)(6) 2014. A vela suprarenal and a bifurcated stent graft (bsg). On (B)(6) 2018, a type 3a or 3b endoleak with the bsg was discovered. The patient is being monitored and a secondary procedure is scheduled for (B)(6) 2018. There has been no patient sequelae reported at this time.

Manufacturer narrative:
The manufacturing lot evaluation confirmed all devices met specifications prior to release. The device was not returned as the device remains implanted therefore no evaluation was completed. At the completion of the clinical assessment, due to the lack of relevant medical records / images, clinical was unable to find substantial evidence to support the following events of indeterminate endoleak. However clinical did find evidence to support a secondary endovascular procedure; the patient was reline with ovation devices. The most likely cause of the loss of seal could not be determined due to a lack of relevant medical records and imaging. There were no procedure related harms identified. The patient was discharged on the second post-operative day home in stable condition. Endologix continues to investigate this event and similar events to ensure the highest quality and patient safety.

Event description:
Additional information: a secondary procedure was performed on (B)(6)2018.the physician elected to reline the original devices with ovation sealing system; one main body and 2 iliac limbs were implanted.